Event description:
Customer reported via phone call to have been in and out of the hospital twice and was feeling dizzy. Customer reported that insulin pump was working fine and is very happy with it. Customer's blood glucose was 62 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.